Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation to the customer's device and determined it was not possible to repair the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device alarmed and stopped compressions during patient care. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.